Manufacturer narrative:
The condition of failure code 810:11 was confirmed and was found to be due to a damaged epoxy. The pump head module channel b was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available.this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 5.08.92 categorized as remediated.